Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the patient was intubated and use of a wendl tube causes bleeding in nasopharynx. The impella migrated into the ventricle with inflow near to mitra valve annulus. Consequences of possible reposition discussed with ICU and cardiologist. Because of hemolysis, bleeding in nasopharynx, the decision was made to wean impella. Impella successfully weaned.